Manufacturer narrative:
The device was returned for evaluation. The device history record (DHR) showed no abnormalities related to the reported failure. The unit was received with the base handle having been closed without the 6-inch transitional installed and deformed the hole. The shock cushion and ¼ inch pin were worn and need to be replaced. The teeth on the 6-inch transitional was worn and needs to be replaced. The reported complaint was confirmed via inspection of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. UDI # (B)(4).

Event description:
A customer reported that the a2101 mayfield ultra base unit was missing the 6in transitional member and also had been egged. There was no patient contact or surgery delay.